Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcomes associated with the hernia mesh used to treat the patient including permanent impairment, surgical intervention and adhesions. The instructions-for-use supplied with the device lists adhesions and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2013, plaintiff underwent surgery for repair of an incisional ventral hernia. A non-bard/davol mesh was implanted in an attempt to repair the hernia defect. On or about (B)(6) 2017, plaintiff underwent an additional surgery for repair of a recurrent incisional hernia. The surgeon implanted a bard/davol ventralight st in the plaintiff's abdomen in an attempt to repair the recurrent hernia defect. Upon entering the abdomen, the surgeon noted extensive bowel adhesions densely adherent to the mesh. The bowel was so adherent to the mesh that the surgeon had to incise the mesh and leave a portion of the mesh on the bowel to prevent further serosal injury. The surgeon spent approximately three and one-half hours lysing adhesions. The surgeon repaired a serosal tear, which was unavoidable due to the severity of the bowel adhesions to the mesh. The recurrent hernia was repaired primarily. It is alleged that on or about (B)(6) 2018, plaintiff underwent a gastrectomy and revision of the mesh by the surgeon. Upon entering the abdomen, the surgeon spent approximately two hours performing a difficult lysis of adhesions separating loops of intestine from the mesh. It is alleged that the plaintiff experienced and/or continues to experience pain, inflammation, nausea, vomiting, diarrhea, chills, loss of appetite, extreme weight loss and severe pain and suffering, mental anguish and emotional distress which have impaired plaintiff¿s activities of daily living. Attorney also alleges past, present, and future damages, including but not limited to, pain and suffering for severe and permanent personal injuries sustained by plaintiff. It is further alleged that the device was defective.